Manufacturer narrative:
The customer¿s report of the devices ¿shutting down¿ was confirmed. The pcu event log indicated that on (B)(6) 2016 the pump modules attached at both sides of the pcu experienced a power interruption that induced channel disconnect events. A channel disconnect was replicated with the pump modules attached at the right side of the pcu. The disconnect could not be replicated with the pump modules attached at the left side of the pcu. Inspection identified the presence of contamination within the contact area of the pins on the left iui connector on pump module sn (B)(4) that was attached at the right side of the pcu; this was identified to be the source of the failure for channels c and d. The left iui connector pins on the pcu were found to have contamination/corrosion and this is the most likely source for the channel disconnect with channels a and b. The root cause for the reported event is contamination and corrosion observed on the left iui connector pins on the pcu and pump module sn (B)(4).

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an open heart case the devices are shutting down during unspecified infusions. The devices were all plugged into an external outlet and no alarm warning noted . The devices were quickly replaced and there was no report of patient harm. The customer had previous iui connectors with issue of corrosion and disconnect in the past and cleaning process were implemented.